Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The product lot code was not provided. A search of the complaint database found additional reports of pfcsig ins trl curv breakage. The previous reports were investigated and the root cause attributed to product wear out and /or misuse. The investigation could not draw any conclusions about the current reported breakage without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibia trial broke during surgery.